Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to erosion and infection of the device pocket, with possible infection along the electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
The products are expected to be returned to boston scientific for archival, but have not yet been received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.